Event description:
I had a series of 3 injections of synvisc (bilateral) in my knees starting the last week of (B)(6) for 3 consecutive weeks. Initially, the injection site was sore but after a month it lessened. However about the third week in (B)(6) I noticed that both knees were constantly sore and my knees started to ache even when sitting. That has continued up through today ((B)(6) 2016) and continues to worsen. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Why was the person using the product: osteoarthritis in both knees.